Event description:
It was reported that a spectrum pump displayed a door sensor error when the door was opened during pt care (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the door not fully latched messages, which were reproduced. The messages were found to be caused by loose link screws. The screws were replaced.